Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the catheter had a leak at the distal shaft. The patient was undergoing n-butyl cyanoacrylate (nbca) embolization. It was noted the patient's vessel tortuosity was moderate. The access vessel was the middle meningeal artery (mma) with a 2mm diameter. It was reported that during the preparation, a saline leakage was noticed from the tip of the marathon catheter during flushing. It was confirmed that the catheter was not damaged prior to use. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-78210), 203cm ruler (m-83360) ¿ as found condition: the marathon catheter was returned for analysis within a shipping box, a plastic pouch, and an opened marathon outer carton (b816199). ¿ damage location details: no damage was found with the marathon catheter hub. The marathon catheter body was found punctured at ~7.0cm from the catheter distal tip. No damage was found with the marathon catheter distal tip. ¿ testing/analysis: the marathon catheter was flushed, water exited from the catheter puncture and distal tip. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ report was confirmed as the marathon catheter body was found punctured and leaking. Possible causes of ¿catheter puncture¿ include incompatible ancillary products, devices navigated within the catheter aggressively, or guidewires inserted without checking catheter integrity/patency. However, the cause of the catheter damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.